Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient reported a cgm inaccuracy led her to go to the emergency room (ER) on (B)(6) 2023, however, no other event details were provided. The patient reported the lowest cgm value she received was 40 mg/dl and the bg meter comparison was ¿50 points off¿. The patient did not perform a calibration on the dexcom device. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.